Event description:
Patient reported she noticed a puddle of blood on the floor under her dialyzer at the end of her home hemodialysis treatment. Patient did not know amount of blood. Her care giver is her husband. Patient guesses the amount of blood to be more than 20cc. Hematocrit pre-treatment was 31.9% (5/1) and post-treatment was 32.2% (5/13). No transfusion required, no patient ill effects. There is no sample available.